Event description:
The customer observed multiple biased phyt results using control fluids on the vitros 250 analyzer over a four week interval. Biased results of the direction and magnitude observed may lead to inappropriate physician action. There was no report of patient harm as a result of this event.